Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. No moisture damage electronic assembly. The insulin pump was scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer's blood glucose was 133 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.